Manufacturer narrative:
Product event summary - the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing information. Undersensing observed on electrogram for episode #319. Analysis of the device memory indicated a r-wave amplitude measurement issue. R-wave amplitude fluctuating between approximately 5 millivolts to greater than 30 millivolts. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing of a ventricular tachycardia episode by the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.